Manufacturer narrative:
(B)(4).

Event description:
It was reorted that "after proper puncture during the aspiration attempt, the cannula drew air. Probably this was due to a needle hub crack." It was reported a new set was used. The patient was not injured "but several punctured". The patient's condition was reported as "ok".

Event description:
It was reorted that "after proper puncture during the aspiration attempt, the cannula drew air. Probably this was due to a needle hub crack." It was reported a new set was used. The patient was not injured "but several punctured". The patient's condition was reported as "ok".

Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit for analysis. No definite signs of use were observed. Visual analysis revealed a single crack on the needle hub. It was also noted that the needle hub contains the notch. This indicates that the hub is the new hub design , which matches the bill of materials for the reported finished good. Microscopic examination confirmed the damage. The returned needle was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU states the following: "insert introducer needle or catheter/needle into vein and aspirate. Advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." A lab inventory guidewire passed through the introducer needle with minimal resistance. The returned introducer needle was connected to a lab inventory ars. When the syringe and needle were used to expel water, water leaked from the crack in the hub. A device history record review was performed with no relevant findings. The reported complaint that the needle hub was cracked was confirmed through complaint investigation. Visual analysis revealed one crack on the needle hub. When the syringe and needle were used to expel water, water leaked from the crack in the hub. Based on the returned sample, design caused or contributed to this event. A CAPA has been initiated to further investigate this complaint issue. Corrective actions have yet to be implemented. Teleflex will continue to monitor and trend on complaints of this nature.